Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e3, g3, g6, h2, h3, h6 (health effect ¿ clinical code, health effect ¿ impact codes, type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) found touch screen does not work, cant select buttons. Repair not completed, touchscreen on order. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a malfunctioning touch screen. No patient was involved.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h3, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a malfunctioning touch screen.

Event description:
N.a.

Manufacturer narrative:
Updated fields: b4, g1(contact person mfg site), g3, g6, h2, h6 (component codes, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) found the touchscreen was not responding and there were some bad pixels on the top display. After replacing top lcd display (0160-00-0127) and touchscreen (0160-00-0123), tested the unit. Completed calibration successfully. Product passed all functional and safety tests per manufacturer specifications.